Event description:
It was reported to boston scientific corporation that a speed-band super-view super 7 was used in the esophagus during an endoscopic variceal ligation of esophageal veins procedure performed on (B)(6) 2023. During the procedure, the band could not be deployed, which caused the front end of the trip wire to fracture. The procedure was completed with another speed-band super-view super 7. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Imdrf device code a0401 captures the reportable event of trip wire broken. Imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an endoscopic variceal ligation of esophageal veins procedure performed on (B)(6) 2023. During the procedure, the band could not be deployed, which caused the front end of the trip wire to fracture. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of trip wire broken. Imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h10: the returned speedband superview super 7 (handle assembly and ligator head) was analyzed, and a visual evaluation noted that the ligator head was returned with five bands attached. The suture was in good condition with seven knots. The handle did not have marks of the trip wire being secured. The trip wire was not broken. The ligator head was observed under magnification, and the ligator head teeth were bent/damaged. The suture hole was in good condition. A functional evaluation was performed by rotating the handle, and it could be rotated without any problems. The click was audible, and indents felt each 180 degrees rotation. No other problems with the device were noted. The reported event of bands unable to deploy was confirmed. Upon analysis, it was found that the ligator head was returned with five bands attached, and the ligator head teeth were bent/damaged. These suggest that the device could not deploy. A labeling review was performed, and from the information available, this device was not used per the instructions for use (IFU)/product label. There was evidence found that the trip wire was not secured. This condition, the unsecured trip wire, could have affected the device's overall performance, causing the trip wire to slip through the handle assembly, leading to the deployment problem of the bands, resulting in the teeth bent/damaged. Therefore, the most probable root cause for the encountered problems will be documented as failure to follow instructions due to problems traced to the user not following the manufacturer's instructions.